Event description:
The core impaction drill overheated during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the motor cartridge contact pins were burnt, and corrosion damage was noted within the internal components of the device.